Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet housing split due to adhesive separation while the device continued to function and blood glucose levels remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting support and user education, shipment of a replacement device, and collection of the original device for return. Investigation of this device revealed a device housing integrity issue consistent with screen bezel or enclosure separation, with no impact to insulin delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a materials or assembly-related adhesive failure.